Event description:
It was reported that the tip of the device was bent at the user facility. Additional information was not available regarding patient involvement, medical interventions or adverse consequences.

Manufacturer narrative:
The reported event that tip of the device is bent was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was bent at the user facility. Additional information was not available regarding patient involvement, medical interventions or adverse consequences.